Event description:
It was reported that the screen of the subject device displayed visual noise. The event occurred during setup or inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address- (B)(6). The device was returned to olympus for inspection and the customer reported failure was not confirmed. However, it was discovered that the image was blurry. Based on the results of the investigation, a root cause for the reported noisy image could not be determined as the reported issue was not reproduced. In regards to the blurry image, it is likely the issue occurred due to water mist inside the charged coupled device (ccd) objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.